Event description:
Our MDR - after an implantation time of about 37 months, syncopes were reported. Pause were found in the long-term ECG. No deterioration in the patient's state of health was reported. The device was explanted, but not returned for analysis.

Manufacturer narrative:
Our MDR - the device was not returned for analysis. The analysis is therefore based on the existing production documents. The manufacturing process of this device was reviewed. The production documents did not show any anomalies that could be related to the complaint. All manufacturing steps had been carried out correctly. A detailed analysis can only take place after return of the pacemaker to biotronik. In summary, there is no indication of a manufacturing error.